Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. It was also reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported right atrial (ra) lead exhibited under-sensing and p wave sensing decreased. The rv lead was explanted and replaced and ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.